Manufacturer narrative:
Results - a review of the manufacturing records for the device could not be performed as item and lot/serial numbers for the device are not available. Results pending completion of imaging evaluation.

Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore tag thoracic endoprosthesis as part of a re-intervention procedure to treat a proximal type I endoleak. A left subclavian-left common carotid artery bypass was performed, and a tag device was placed to extend the existing device proximally to the level of a lcca. After the device placement, a proximal type I endoleak was seen on angiograph. The physician used a gore aortic tri-lobe balloon to gently touch up the proximal end of the stent-graft. After the second touch-up ballooning, it was reported the patient's blood pressure decreased. An angiographic run confirmed a retrograde type a dissection, and the patient went into cardiac arrest. Efforts were made by medical personnel to resuscitate the patient. The patient was emergently moved to another surgery room, where he was converted to an open heart procedure. During the open procedure, the physician discovered the patient's aneurysm was ruptured. It was reported the rupture was likely attributed to chest compressions during the resuscitative efforts. The patient expired during the procedure. After the procedure, the physician indicated the patient's hemodynamic state may have become unstable after the lsa/lcca bypass. He does not believe the event was caused or contributed by the gore device.